Event description:
A report was received that the patients ipg displayed the elective replacement indicator message. After the elective replacement indicator message was received, the physician could not access the ipg. The patients parameters are within the range for parkinsons disease. The physician suspected malfunction. In the following week, the ipg stopped providing therapy due to a dead battery. The patient underwent an ipg replacement procedure and is doing well post-operatively.

Manufacturer narrative:
The explanted device was not returned to bsn. The a review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg displayed the elective replacement indicator message. After the elective replacement indicator message was received, the physician could not access the ipg. The patients parameters are within the range for parkinsons disease. The physician suspected malfunction. In the following week, the ipg stopped providing therapy due to a dead battery. The patient underwent an ipg replacement procedure and is doing well post-operatively.

Manufacturer narrative:
The returned ipg was analyzed and the complaint was confirmed. The device showed the elective replacement indicator with 9 months of use. The root cause of the event was due to excess power consumption from a malfunctioning asic-u1. Levels for measured electronic power consumption correlate well with estimates of the power drain needed to achieve eri in approximately half a year. The root cause of asic failure was not determined, but it occurred at about the same time as a reset triggered by a magnetically activated reed switch event. It is possible the magnet reset event that preceded the multiple resets and the high-power draw was triggered due to some external influence such as exposure to an MRI machine or other high-power electromagnetic environments.

Event description:
A report was received that the patients ipg displayed the elective replacement indicator message. After the elective replacement indicator message was received, the physician could not access the ipg. The patients parameters are within the range for parkinsons disease. The physician suspected malfunction. In the following week, the ipg stopped providing therapy due to a dead battery. The patient underwent an ipg replacement procedure and is doing well post-operatively.